Manufacturer narrative:
Additional information: the lesion had 90% stenosis, normal tortuosity and was located in the right coronary artery. The device was inspected before use and prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The device was removed from the patient as it was not completely dislodged and was withdrawn normally. The patient was discharged from the hospital in good condition after surgery. Patient weight and gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent difficulty was experienced crossing the lesion. The artery being treated was severely calcified and during delivery the stent scraped against calcified plaque causing the stent's partial steel beam and delivery system to dislodge. The device was removed from the patient and replaced with a new device to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.